Event description:
Patient admitted for a left heart catheterization and coronary angiography from report, right coronary artery: this has been extensively stented, but the stents are all patent. There is a mild 40% stenosis in the mid vessel. It was decided to perform pressure wire evaluation. A 6 fr sheath was exchanged in the right radial artery. A guiding catheter and a pressure wire was placed in the mid left anterior descending and fractional flow reserve was 0.73 with 100 mcg of ic adenosine given. The wire was then next advanced into the ostial circumflex, but during manipulation, the wire fractured and a piece was lodged in the circumflex and left main. An attempt to remove the guidewire resulted in fracture with removal of the back end of the wire. It was ultimately successfully captured using a 90cm guide catheter and a snare. The wire was completely removed and all the pieces were observed outside of the body. Extensive fluoroscopic survey was also performed and no fragment of wire was visible in the patient's head, chest, coronary arteries, abdomen or lower extremities. Patient was identified as a candidate for bypass surgery which was successfully performed in 2011.======================manufacturer response for cardiac pressure wire, pressure wire (per site reporter)======================none to date.